Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information received alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the complaint was confirmed. The technician recommended replacing the machine flow sensor to address the issue. Additionally, the device's system board, active exhalation control module and 3-way solenoid valves were replaced during service. The device's machine flow sensor was returned to the product investigation laboratory (pil) for further evaluation. The pil visually inspected the trilogy evo system flow sensor for visual defects and found contamination inside the flow sensor. The pil then installed the flow sensor on the trilogy evo stb and ran therapy for approximately 1 hour without issue. The pil then tested the flow sensor on the pil trilogy evo multifunctional test station for flow verification and failed testing. The pil concluded that contamination caused the failure of the flow sensor. This failure is being investigated under fsn 2023-cc-src-003. The trilogy evo system flow sensor has been scrapped.